Event description:
The sister of a (B)(6) male patient called zoll customer support to report that his electrode belt cables were damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, exposing wires. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.